Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the electrode belt was unable to complete incoming testing. The electrode belt ECG "c&d" cable was broken, damaging wires in the cable. The root cause for broken cable was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing check belt messages.